Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported that for the last 2-3 weeks, the patient felt burning along their cable with stimulation turned on and off. X-rays were taken and no disconnections were noticed. Therapy impedances were elevated on the left side and the right side was at 929 ohms. The patient was receiving 0.7 ma of current on the left side and 3.4 ma on the right side. High impedances had been measured since the implantable neurostimulator (ins) had been replaced. The hcp thought the patient could receive better therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a manufacturing representative reported the cause of the impedance issue and burning along the lead was not determined. The lead was programmed in monopolar with three cathodes and one anode. Stimulation was low at 2.5v. The patient met with their hcp on (B)(6) 2015. The hcp tried to reprogram the lead in bipolar, but the effect was not optimal so they changed back to monopolar settings. Therapy impedances were measured to be within normal range. The burning sensation only occurred when touching the lead at the connection between the extension and lead. The hcp and patient agreed that therapy was being delivered best on their original settings. No further action had been taken.